Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2015, on behalf of the foreign patient to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body it was noticed that the sensor wire broke and was on the sensor adhesive. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.